Manufacturer narrative:
Device evaluation: visual analysis of the photographs identified red particle materials on the shell and ruptured. Device analysis performed through photographs, due to the impossibility to perform a further analysis as it is not possible to determine the cause of the event.

Event description:
Healthcare professional reported "intra capsular rupture and extensive t2 signal foci demonstrated within both breasts, consistent with extensive fibrocystic disease." This is for the right side. The device has been explanted.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "intra capsular rupture on ultrasound and MRI (B)(6) 2020 and extensive t2 signal foci demonstrated within both breasts, consistent with extensive fibrocystic disease." The device remains implanted. This is for the right side.